Event description:
It was reported that an unspecified malfunction alarm occurred. There was no reported adverse impact to the customer's blood glucose level. Technical support instructed the caller to attempt various troubleshooting steps, but the pump remained unresponsive. Consequently, technical support arranged for a replacement pump to be sent and instructed the caller to use multiple daily injections (mdi) as a backup therapy.